Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 16 mmol/l (288 mg/dl) while wearing the pod between 24 and 36 hours. The patient was unsure if the cannula was properly inserted into the skin and found it bent after removal.